Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report where the home patient connected to improperly primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient line of the cassette was not properly primed when the home patient (hp) connected. The event was reported during the initial drain on the homechoice. The hp stated the patient line clamp was closed during priming. The technical service representative advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.